Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Customer states: during the operation of esophagectomy, it was discovered that fragment of less than 1 mm in blue were present in the thoracic cavity. The blue fragment was retrieved by forceps. The fragment was suspected as a inside part of the system or seal of the device. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two device. Additionally, the valves were found to be opened. During functional evaluations, tactile inspection of the power switches confirmed that the switches were fully activated. The device was dismantled and new batteries were connected to the device. The led turned on and the device was warming. In addition; there are no blue components in this device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.